Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 17.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified lens model due to a reported "astigmatic surprise." The product was not returned to evaluate. Follow up attempts were made. No further information has been provided at his time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure. The clinical reason for the explant was astigmatic surprise. Additional information has been requested.